Manufacturer narrative:
A patient experienced ineffective therapy after multiple falls was reported to abbott. It was determined both leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after multiple falls. Both leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.